Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer inadvertently selected "fill cartridge" instead of "fill tubing" when only the tubing was changed out. The customer's blood glucose level was not impacted and the customer indicated that the cartridge would be changed.